Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of internal components confirmed that the connection between the speaker and power was severed resulting in exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming a severed speaker wire resulting in exposed wires. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.